Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17440543m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: smart ablate generator, model #: m-4900-07, serial #: (B)(4). Carto 3 system model #: m-4800-01, serial #: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. A transseptal puncture had been performed. They ablated the left veins and were working on the right veins when anesthesia noted a drop in the patient's blood pressure. They first treated the patient with drugs to raise the patient's blood pressure. Since this did not raise the patient's blood pressure, they tried to cardiovert the patient to sinus rhythm without success. The intracardiac echocardiography (ice) catheter was then used and the pericardial effusion was noted. A pericardiocentesis was performed and 225cc of fluid were removed from the pericardial space. The site of injury had not been determined. The generator was set to power control mode at 30 watts and there was no power titration. The last ablation cycle was 3:41 with average force 10g, average wattage 30, average temperature 29.9, with an impedance drop of 5. The flow was set to the default setting. There were no error messages observed on the biosense webster equipment during the procedure. The patient was heparinized, however it was not known at what range the act was maintained. The caller did not believe that the patient required extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. One day post ablation the patient fully recovered with no residual effects. The physician's opinion stated that he did not know the cause of this adverse event. There were no known issues with the ablation catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.